Event description:
The following was reported to hamilton medical ag: the unit working with a self test failed. It shows the technical fault message tf 231022 (pexpvalve sensor defect). No patient harm or consequences.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).